Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, in the process of suturing abdominal wall tissue, when the doctor in charge of the scalpel prepared to suture the tissue, the suture and the needle were found detached when unpacking. The connection between the suture and the needle was not stable, so a new suture was used. There was no patient injury.